Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the downstream occlusion (dso) seal was delaminated. Service history identified that the device had not been in before for repair related to the customer stated problem. Functional testing did not duplicate the customer reported issue. The dso sensor was functioning properly at the time of this investigation. The dso seal was replaced, and the dso sensor was calibrated to solve the problem.

Event description:
It was reported that the pump alarmed for a blockage. The event occurred during filling of the hose set, before starting infusion. There was no patient involvement.